Event description:
A distributor reported an issue involving a cartridge alarm with reference number 20a. The customer's blood glucose value was not provided, so no adverse impact to the customer's blood glucose level was reported. The device is set to be returned, and a replacement pump has already been issued.